Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) planned to be explanted prior to an magnetic resonance imaging (MRI) procedure but the icm was "no longer in the expected location". The device was explanted using video assisted thorascopic surgery. No patient complications have been reported as a result of this event.